Event description:
The customer reported that they had no delivery alarm during manual prime. Customer's blood glucose was unknown mg/dl. Customer stated insulin did not exit. Customer was advised to try a reservoir with the current set. The customer was advised to verify the connection is secure. Customer stated that the device did not alarm no delivery with manual prime. The customer was advised that changing reservoir resolved the issue. The customer was advised that we would replaced and reservoir and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.